Manufacturer narrative:
(B)(4). Additional information was received on (B)(6) 2018 concerning the explant of the pump.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Additionally, a pre-mature low battery was displayed. The pump was subsequently explanted on (B)(6) 2018.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Device evaluation determined the pump failure is due to fluid ingress into the electronic cavity.